Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 rmt system and a communication issue occurred between patient interface unit (piu) and work station. During the procedure, various errors displayed: 17, 267, 27 and 278, preventing to continue with the case. Troubleshooting was performed without resolution and procedure was cancelled. At that moment, patient was under local anesthesia and transseptal puncture had already been performed. The patient did not require hospitalization. It was determined for this event to be reportable since the physician considered that the cancellation of the procedure due to a malfunction of the equipment caused a potential risk to the patient.

Manufacturer narrative:
B) manufacturer's reference # (B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a carto 3 rmt system and a communication issue occurred between patient interface unit (piu) and work station. During the procedure, various errors displayed: 17, 267, 27 and 278, preventing to continue with the case. Troubleshooting was performed without resolution and procedure was cancelled. At that moment, patient was under local anesthesia and transseptal puncture had already been performed. The patient did not require hospitalization. It was determined for this event to be reportable since the physician considered that the cancellation of the procedure due to a malfunction of the equipment caused a potential risk to the patient. The investigational analysis has been completed. The field service engineer (fse) tested the system with no location pad extension cable and nothing connected to the front of the piu, still gave error 17. Rmt location pad suspected as faulty. Location pad, mag tx card and lp extension cable replaced. System fully tested and is ready for clinical use. The suspicious parts were sent to device manufacturer (htc). Htc RMA reported: the customer complaint was confirmed. The lp found failed: during power - bit tests appeared error states that the magnetic channel#6 is out of order. The diode u9 found failed and caused the reported problem. In addition, lp main cable found pulled out from its housing. The mag tx card was tested and found operable. A device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment. Management is notified of failure analysis through monthly trends. An internal corrective action has been opened to investigate "increased failure rate of the c3 lp (error 17) per complaint trending".

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. Manufacturer's reference # (B)(4).